Event description:
It was reported by the patient's nurse the system monitor said ¿pump off¿ and the parameter field were blank. There were no alarms. They went to settings and clicked the ¿pump on¿ option. It¿s unsure if the patient¿s pump running symbol was on. All of the information was viewed solely on the system monitor. A log file review captured no events indicating that the pump was stopped. System monitor was switched with a new one. Old monitor was planned to return for evaluation and repair. Additional information stated that the patient had no symptoms at the time of the event and the event did not occur again since then. Both the monitor and power module would be sent back for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the system monitor displayed ¿pump off¿; however, review of the submitted log files found no issues with the pump. The pump operated as expected with no notable alarms or pump off events captured. The submitted log files were reviewed and found to collectively contain event and periodic data from (B)(6) 2022 through the reported event on 27oct2022. The pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on all system controller alarms and proper actions associated with them. These documents include an image of the pump running symbol and indicates that the symbol is illuminated green when the left ventricular assist device is running. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ includes an image of the pump running symbol and indicates that the symbol is illuminated green when the left ventricular assist device is running. Section 7 "alarms and troubleshooting¿ of the IFU outlines all system alarms and how to resolve them. The heartmate 3 lvas patient handbook is currently available. Section 2 ¿how your heart pump works¿ includes an image of the pump running symbol and indicates that the green light stays on as long as the pump gets power and remains running. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # of the system monitor 2916596-2022-15109.